Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was reported that the patient's anatomy was tortuous. During the procedure, the physician introduced the microcatheter into the target vessel. While advancing the first smart coil through its introducer sheath, the physician encountered resistance and reported that it became stuck at the distal end of the sheath. The smart coil would not advance into the hub; therefore, it was removed. The procedure was completed using another smart coil, the same microcatheter, and a liquid embolic agent (nbca). There was no report of an adverse effect to the patient.